Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log [11] and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly. Sensor stopped scanning. Sensor was placed into fr4 pcba test fixture to perform smu (source measurement unit) testing. Sensor did not scan either. An extended investigation was performed. Visually inspected sensor and no issues were observed. Sensor was de-cased in previous. Visually inspected pcba and observed poor soldering on battery legs. Initial scan was reviewed and sensor was found to be in sensor state 8. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Returned battery voltage was measured using multi-meter and result was within specification. Solder was reflowed on the battery legs. Sensor was attempted to scan with evm (evaluation module). However, sensor failed to communicate. Sensor was placed in fr4 pcba test fixture and reattempted to scan sensor with evm and sensor communicated successfully. Smu (source measurement unit) test was attempted to perform. Sensor was unable to be reprogrammed due to the event logs being full. The full event logs were caused during investigation when sensor failed to communicate causing the asic to restart continuously. When the event logs were full the sensor was unable to be reprogrammed as new event logs can not be added. Leaving the sensor in a state in which functionality testing was unable to be performed. Therefore, issue will be closed to unable to test. An extended investigation was also performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit meet specifications prior to release to distribution. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 3.70 mmol/l,4.20 mmol/l compared to readings of 8.70 mmol/l,12.20 mmol/l respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 3.70 mmol/l,4.20 mmol/l compared to readings of 8.70 mmol/l,12.20 mmol/l respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.